Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. There was no device malfunction suspected as the physician believed that the ipg was just old. The patient was reportedly doing well after the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient will undergo battery replacement.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient will undergo battery replacement.